Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked. Customer re loaded the cartridge resolving the issue. Customer's blood glucose level was 394 mg/dl.